Event description:
The customer reported that erroneous and erratic magnesium (mg) patient and quality control results were generated from an au400 clinical chemistry analyzer for multiple patients. This was a reoccurrence of a previous similar issue for this instrument. The customer provided patient data as examples of the mg issues that they were encountering. The patient mg results provided did not possess repeat confirmatory test results. Hence it was not possible to determine whether the mg results provided were in fact erroneous based upon relation to reference sample results for the purposes of potential inclusion in this report . It was identified that two provided mg results were above the normal range as designated by their parameter settings. This was determined by the presence of an "h" flag (outside established reference range). The suspect results were not reported outside the laboratory and hence there was no death, serious injury or modification to patient treatment associated with this event. The customer indicated that quality control results during the timeframe of this event were outside of specifications. Specific patient information, additional system performance information and sample collection handling information was not provided by the customer.

Manufacturer narrative:
Service was not dispatched to the site for this event. The customer had replaced the reagent probe, syringes and lamp as part of previous preventive maintenance and troubleshooting activities. Beckman coulter inc. Led the customer through instrument troubleshooting via telephone. The beckman coulter inc. Representative requested that the customer replace the lamp, probes and syringes. The customer noted condensation on the sample syringe and a small leak from the reagent syringe. The customer was instructed to reseat the syringes and monitor for any further leaks. The customer confirmed that water issues and reagent issues were not the source of the issue. A third party service organization on-site to address the issue, indicated that there was a pin hole in the instrument's sample line. The sample line was replaced. Upon completion of the necessary and verified repairs, the instrument was returned back into operation, and no further issues were reported by the customer. The failure mode for this event was a pin hole in the sample line.